Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for an unknown indication for use. On (B)(6) 2019, it was reported that a volume discrepancy with the actual residual volume (arv) greater than the expected residual volume (erv). The pump reportedly had approximately 2 mls of extra drug for a number of refills. The exact number or timeline of volume discrepancies was unknown. A dye study was reportedly done and no issues had been found. No patient symptoms were reported. Additional information received from a manufacturer representative (rep) reported that the patient's pump was replaced. No further complications were reported/anticipated.